Event description:
The customer reported the c-arm is jammed and the joystick is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and unjammed the arm and repaired the joystick. System operates as intended. (B) (4).